Event description:
It was reported that balloon detachment occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified left iliac vein. An 18-6/5.8/75 xxl esophageal balloon catheter was advanced for post dilation. However, during the procedure, the balloon dislodged from the balloon catheter while inside the stent and over the wire. The balloon was pulled back over the wire using the balloon catheter and into the 11f sheath. The procedure was completed with another 18/60 xxl balloon catheter. No patient complications were reported.